Event description:
Uncommanded and incorrect table movement (table tilted) while pt was on the table. There was no pt injury or consequences to any pt. No other devices were involved in the problem and no other reports of this problem have been rec'd. The problem report has been forwarded for action to the product mgmt group in the netherlands. From tech's report: 1) customer complained that when they pressed the negative tube angulation button of the tso on their diagnost 96 the compression cone activated. 2) customer also reported that the table tilted trendelenburg by itself and with a pt on the table. Fortunately they were able to get the pt off the table before any injury could occur.